Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28823. It was reported that the pocket area around the pacemaker was stimulated with visible twitching with each pacemaker output pulses. Multiple ams episodes were also noted, which appeared to be inappropriate and caused by right atrial lead noise. The lead noise was reproducible with isometric body movement testing. Lead noise observed at 0.2mv & 0.3mv during patient isometric movements. Right atrial sensitivity programmer 0.4mv, which was optimal level to ignore noise and stop inappropriate ams but remain sensing patients 0.6mv intrinsic p-waves. Pocket stimulation observed at unipolar output of 2.0v - 2.25v @ 0.4ms and above. Output programmed to unipolar 1.5v @ 0.4ms. Bipolar pocket stimulation was observed as low as 1.0v @ 0.4ms, while capture was 1.5v @ 0.4ms. The patient was stable and discharged from hospital.